Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during reaming the tip of the reamer broke off. The broken tip was retrieved. The event did not lead to patient injury. Device is available for return.

Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip. Feature. (H7) recall. (H9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017. Section h11: the following sections have corrected information: (h1) type of reportable event: serious injury.